Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 32 mmol/dl with symptoms of blurred vision, drowsiness, and excess thirst. The reporter noted that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that the pump had no sound. The reporter stated that the pump's vibratory feature was still working. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: the pump was returned with all sound features set to ¿high¿ except the temp basal which was set to ¿medium¿. Pump booted to the verify screen with audible and vibratory features. The audible alarm reading measured within specifications. An alarm was reproduced for the investigation with the sound set to high. The pump gave the appropriate sound warning and displayed the alarm message on the screen. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range. The pump's cover was removed and no intermittent conditions or defects were found to the piezo circuit.